Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The foreign material which was clogged in the nozzle was found to be yellow solids, such as mucus. Also found during the inspection was the switch box was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle was clogged on evis lucera elite gastrointestinal videoscope. The issue was found at reprocessing, however, the clogging issue occurred during use (examination on patient). The intended diagnostic gastroscopy procedure was completed with another device. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported. The scope was inspected prior to use with no abnormalities found. The water supply status of the nozzle was not inspected during the pre-use inspection. The customer reprocessed the scope correctly in a ken washing station. The mh-946 injection tube was not used for manual cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The nozzle had not been replaced since installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged nozzle likely occurred from insufficient reprocessing after the previous procedure. The specific root cause of the insufficient reprocessing could not be determined at this time. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the instructions for use: "precleaning the endoscope and accessories: -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air: -caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Clean the external surfaces of the insertion section: -immerse the endoscope in the detergent solution. -thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution - remove detergent solution from all channels presoaking the endoscope: -if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.